Event description:
The hospital reported that the vasoview 7mm endoscope lens did not work. It was looked at and it was extremely cloudy and unable to see anything through this. The account does not know if it was before a procedure, but assumes that they went to use it and were unable to do so. No other information was available. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the scope lens appeared cloudy. Based upon the visual observations, the reported complaint for "scope cloudy" was confirmed. (B)(4).